Manufacturer narrative:
E1: patient city - (B)(6). Patient country - greece.

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The detachment was from the tubing connector. The infusion set was in use for one day. No further information available.